Manufacturer narrative:
Device evaluated by MFR?, device evaluation is not necessary as infection is not related to the functionality or delivery of therapy of the device.

Event description:
It was reported via implant card that the patient's generator was explanted due to infection. It was noted that the patient's infection started about 2 years post implant. The surgeon suspected that the infection was due to a prolene suture placed during the generator placement and that over the past two years the suture may have eroded through the skin. The manufacturer's device history records of the generator were reviewed. Sterility of the generator prior to release was verified. No further relevant information has been received to date. Device evaluation is not necessary as infection is not related to the functionality or delivery of therapy of the device.